Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8165850, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-14, medical device lot #: 8165547, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-14. (B)(4). Investigation summary: two samples received for investigation; they came in opened packaging blister. A visual inspection was performed. Both have the plunger rod thumb press and two ribs damaged. Both packaging top web blisters are lot# 8165547. Both are 60ml. Six photos were provided. They show the packaging top web and the samples received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot #s 8165850, 8165547 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Based on the investigation and samples analysis the symptom reported by the customer is confirmed. This is the 1st complaint for each of the lot#s reported. Each lot was produced for 0.134mm units; each has a cpm of 7.4; we will continue monitoring these lots and product. Root cause description: a potential root cause for the broken plunger rod can be attributed to syringe assembly process. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damages to the plunger rod. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip plunger rod was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 8165850, 8165547. It was reported plunger rod damaged upon opening packaging.